Event description:
The doctor placed the lens in the eye, but removed it due to a capsule tear that occurred in the phaco process. The incision was enlarged to remove the lens and it was replaced with an anterior chamber lens. The b+l device did not cause or contribute to the event.

Manufacturer narrative:
See MDR 1920664-2010-00161 for the intraocular lens used with this delivery device. Facility stated the b+l device did not cause or contribute to the event.